Event description:
It was reported that the patient was not receiving effective therapy from their system. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
There is no allegation against current system, therefore this device is no longer reportable.

Event description:
Additional information revealed that the patient was trailed with a new system for new pain. There is no allegation against current system.